Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a child patient faced a bent cannula issue. At the time of the incident her blood glucose level was 447 mg/dl which was addressed by a correction injection via multiple daily injection. Consequently, the patient went to the emergency room for diabetic ketoacidosis as the ketones were high, and the health care professional assessed them as dangerous/life threatening. Moreover, no treatment was received because the manual injection that the patient received prior to arriving at the emergency room was sufficient to resolve the issue and required no further treatment. The patient stayed there for 45 mins. Furthermore, the patient left in a stable condition with blood glucose level of 342 mg/dl. There was no damage when the package was first opened. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.